Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Because the model name and serial number of this device are unknown, omsc couldn¿t confirm the manufacturing history of this device. Also, the user facility has not complained of a malfunction with this device. Furthermore, olympus staff visited the user facility and confirmed the operation of the automated endoscope reprocessor, no irregularity was found. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that two unknown procedures using the subject device were performed on two patients and the intended procedure was completed without problems. But, at a later date, two patients complained of abdominal pain, and they visited another hospital. The patients outcome are unknown. This device had been reprocessed using an olympus automated endoscope reprocessor model oer-3 (not available in the USA) with peracetic acid after manual cleaning. This is 2 of 2 reports.